Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, an increase in capture threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood and tissue. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. X-ray examination of the lead revealed overtorquing of the inner coil consistent with the procedural damage. Furthermore, visual inspection revealed no anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure.